Manufacturer narrative:
Summary of evaluation: the problem noticed with this instrument is linked to the loosening of one screw. The design was changed.

Event description:
Inside of the package was in fact size 32mm +5. This device was implanted. There was no adverse consequence for the pt.